Event description:
It was reported that a patient underwent a surgical procedure for pulmonary cancer and a drain was placed on (B) (6) 2010. Following placement, the device drained an average of 260 ml fluids per day. On (B) (6) 2010, during removal of the drain from the patient's body, the drain broke a few centimeters below the point of fixation (intercostal). The remaining piece of drain was then removed under local anesthesia in the operation room. The patient's condition was reported as recovered.

Manufacturer narrative:
(B) (4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.